Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a procedure of the left anterior descending (lad) artery, the co-pilot leaked and was replaced without reported issue. There was no reported adverse patient effect or a clinically significant delay in the procedure. A different co-pilot was used successfully. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported leak was unable to be confirmed. There was no leak noted when the indeflator was pressurized up to 30 atmospheres per specification. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As the reported leak was unable to be confirmed, it is likely that the devices were not properly connected resulting in the reported leak. There is no indication of a product quality issue with respect to manufacture, design or labeling.